Event description:
Bd vacutainer set with reattached holder containing 21 g x 3/4 inch x 12 inch butterfly attachment lot #8323548, exp 11/30/2020: during venipuncture the needle (metal portion) broke off and had to be retrieved from entrance to vein with forcep. Metal portion of vacutainer removed intact. Pt had brief syncopal response to this event. Pt declined ultrasound to assess for any remaining foreign body. Pt reports no symptoms other than mild bruise at site of venipuncture, states that he feels well on f/u call on (B)(6) 2020. Product discarded into sharps container at the time of the event. FDA safety report ID# (B)(4).